Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead was explanted due to externalized conductors.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please retract this MDR 2938836-2013-02384. Duplicate report filed on (B)(4) 2013, 2938836-2013-00804.